Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used for the surgery on (B)(6) 2017 for femur subtrochanteric fracture. The surgery was successfully completed. On an unknown date after surgery, the patient suffered a pain, and the surgeon confirmed that the nail broke at the head-element hole. On (B)(6) 2018, the surgeon performed the revision surgery where he replaced the trochanteric fixation nail-advanced (tfna) in use with another. The revision surgery was successfully completed without any delay. Concomitant parts: 1x tfna helical blade, 2x lock screw , 1xtfna end cap. This complaint involves one (1) device. This complaint is for one (1) nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: device history lot manufacturing location: (B)(4). Manufacturing date: 08-sep-2015. Expiration date: 31-aug-2025. Part #: 04.037.951s, lot#: 9882642 (sterile) - 9mm/130 deg ti cann tfna 300mm/left - sterile, quantity 5. Components parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9494068. 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 7840785. 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9867213. 21127 - raw material lot bp-80 lot ¿ 7856958. Raw material was received from perryman company. Certified test report received from perryman, and certificate of test for titanium received from alcoa meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. Inspection sheet for tfna assembly inspection met specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ investigation summary: the reported products were used for the surgery on (B)(6) 2017 for femur subtrochanteric fracture. The surgery was successfully completed. After surgery, as the patient suffered a pain, the surgeon confirmed that the nail was broken at its joint part of the blade. On (B)(6) 2018, the surgeon performed the revision surgery where he replaced the tfna in use with the new tfna while using fixation materials. The revision surgery was successfully completed without any delay. The returned nail (04.037.951s, 9882642) is part of the tfna system for intramedullary fixation of proximal femoral fractures. The nail was received broken at the region through which head elements are intended to be inserted, which confirmed the complaint condition and made further replication inapplicable. The returned nail (04.037.951s, 9882642) was manufactured on 08sep15 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Some potential root causes include patient compliance, bone health, or other potential comorbidities which could have made the patient susceptible to instability and poor bone healing. Also, if the selected implants were less than ideal for the patient¿s anatomy and or not implanted using the intended procedure, it could have contributed to the complaint condition. The complaint histories for the tfna nail family (04.037.012-975) were reviewed from 1/2014 (system launch) through 4/2018 and in this time this complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Date previously reported in (B)(4) was (B)(6) 2018. Date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.